Event description:
It was reported that the patient experienced initial inflatable penile prosthesis (ipp) pump activation issues. A replacement surgery was performed in which the existing pump was removed and replaced with a new component. The patient did not experience any adverse events and was said to be good following the procedure.